Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the reported malfunction was observed during review of the activity log. However, the reported problem could not be duplicated with the device. The hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.